Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced a tilting of the lens, resulting in a hyperopic shift. Additional information has been requested but has not been received.

Manufacturer narrative:
No further information could be obtained. The lens remained implanted, so it was not available for evaluation. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be identified.

Event description:
Additional information that was received specified that the doctor performed a yag procedure on the eye. The patient's vision is now stable, so a lens exchange will not be necessary. No further information could be obtained.